Event description:
Boston scientific received information that this pacemaker had a rapid depletion of battery, causing a shortened device implant longevity. No programming changes were made. The atrial pacing percentage has changed from 19%-26%. Right atrial output is 2.5 millivolts ( mv) per 0.5 milliseconds (ms). Boston scientific technical services (ts) discussed that any small changes in impedance and pacing could move the device into a new battery bin of the device. Ts then advised to continue normal follow-up device check. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared ert earlier than previously estimated.

Event description:
Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported. Boston scientific received information that this pacemaker had a rapid depletion of battery, causing a shortened device implant longevity. No programming changes were made. The atrial pacing percentage has changed from 19%-26%. Right atrial output is 2.5 millivolts ( mv) per 0.5 milliseconds (ms). Boston scientific technical services (ts) discussed that any small changes in impedance and pacing could move the device into a new battery bin of the device. Ts then advised to continue normal follow-up device check. The pacemaker remains in service. No adverse patient effects were reported.